Manufacturer narrative:
Pt info: unk. Event date: unk. Lens work order search-no similar complaints reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens of -10.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. Reportedly glares/haloes observed. Tattoo ink was injected into corneal pockets and anterior chamber, staining the lens. The lens was removed on (B)(6) 2022 and replaced in a separate surgery with an identical lens. Cause is due to the device - icl was perfect. Patient had glare from pi, tattoo was injected into corneal pockets.